Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose over 500 mg/dl; treated with insulin pen. Customer's mother stated they are frustrated because they are having problems with the infusion sets sticking to customer and causing high blood glucose. It was also reported that the customer experienced issues with the clips breaking on the sensor. Nothing further reported.